Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -7.5 into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length, different model lens due to blurred vision. The problem was resolved. The cause of the event is reported as a patient-related factor.